Event description:
New information noted that the patient had presented in clinic. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15981 related manufacturer reference number: 2017865-2021-31200 new information noted that the patient presented in clinic on september 1, 2021 for further evaluation. Device interrogation revealed continued oversensing episodes on the right ventricular lead and loss of capture on the left ventricular lead. Programming changes were made to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise due to emi. The episodes appeared to only happen at night. No intervention was performed. The patient was asymptomatic and would be monitored.